Event description:
It was reported that the bd discardit¿ ii 2 ml syringe experienced foreign matter contamination. The following information was provided by the initial reporter: in the sterile packed syringe there are approx. 8 gray paper flakes with a size of 2 to 7 mm. We found only one syringe from the pack of 100 with this defect.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/2/2021. H.6. Investigation: a device history record review was completed for provided lot number 2010144. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, paper particles were observed within the blister packaging. The primary package for the discardit product consists of both film and a paper web, which are sealed together through the use of pressure and temperature in the packaging machines. In order to move the blister packaging strip through the packaging process, the machinery uses a system of metal clips. It has been concluded that a piece of the outer packaging remained stuck within a metal clip and was then re-circulated into the packaging process. This unintended piece of packaging material went undetected by the machine operator.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd discardit¿ ii 2 ml syringe experienced foreign matter contamination. The following information was provided by the initial reporter: in the sterile packed syringe there are approx. 8 gray paper flakes with a size of 2 to 7 mm. We found only one syringe from the pack of 100 with this defect.